Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a protruded and loose drive support disk. No alarm was noted. The insulin pump was received with a cracked reservoir tube lip and a scratched and worn display window.

Event description:
Customer reports to have received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap was protruded. Customer's blood glucose was 179 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.